Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty turning and locking the luer connector after inserting a new cartridge. The rewind process was confirmed to have been completed, and the cartridge was not overfilled. The patient was instructed to attempt connecting the luer piece without the cartridge, which was able to turn and lock easily. After reinserting the cartridge, the patient again had difficulty but was ultimately able to lock it in place. The patient was advised to monitor for any further issues with cartridges and stated no additional assistance was needed for the supply change. Blood glucose was not affected. Cartridge lot number was 32562. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.